Event description:
Customer reportedly received results of 242 mg/dl and 101 mg/dl within 10 minutes on the advantage system. Later that day the customer also received results of 103 mg/dl and 246 mg/dl on the advantage system and result of 101 mg/dl on professional device all within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.